Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2011 to report that her husband had experienced a hypoglycemic event of which, he claims, cgm did not alert him. While he was driving, patient got into an accident. He realized he had been in an accident but got back in his car and drove away. Half an hour later, he hit a mailbox and came to a stop. Paramedics were called and patient was transported to a hospital, where he was treated with an IV and released the same day. At the time of her call to dexcom technical support, patient's wife reports that patient was doing fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.